Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of guidance as far as wearing the pump in the pool. The customer was advised against it. The customer mentioned having had low blood glucose of 48mg/dl. The customer treated with breakfast. The customer declined to troubleshoot for lows.